Event description:
The report received was that there was a bulge at top of the catheter and the outer-diameter at the tip of the catheter was larger than normal outer-diameter. It was noticed after it was removed from the packaging. The packaging was intact before it was opened. The device will be returned for investigation.

Manufacturer narrative:
Please note that this device was received for evaluation but was discarded in error. Therefore, a device evaluation cannot be conducted. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The initial complaint report stated that there was a "kink: there was a bulge at top of the catheter". It was noticed after it was removed from the packaging. The packaging was intact before it was opened. The product was not used and no patient injury occurred. During an attempt to clarify the issue, the reporter stated that the outer-diameter at the tip of the catheter was larger than the normal outer-diameter and there was no kink. The product was returned for analysis. The preliminary notes from the decontamination center state "bulge/ kink at 8cm from distal. Device was rcvd and inspected. No product defects or secondary failures were observed. Therefore the device was discarded." As such, a full product examination could not be completed. With the available information, it is not possible to determine if the product anomaly was a kink or distention of the shaft, or some other anomaly / damage. Actions were opened to address the product return process deviation to ensure products are not mistakenly discarded.

Manufacturer narrative:
(B)(4).